Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(4), stating that the device was running intermittently. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.